Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received six appropriate treatments and two inappropriate treatments. The device was started up at 10:20:52 on (B)(6) 2023. At 12:21:06, an arrhythmia was detected. ECG shows vt @ 260 bpm. At 12:21:41, the patient received the first appropriate treatment. Rhythm at the time of treatment was vt @ 270 bpm. Post shock rhythm was sinus bradycardia @ 50 bpm degrading to vt @ 240 bpm. At 12:22:13, the patient received the second appropriate treatment. Rhythm at the time of treatment was vt @ 250 bpm. Post shock rhythm was nsvt. At 12:22:45, the patient received the third appropriate treatment. Rhythm at the time of treatment was vt @ 240 bpm. Post shock rhythm was nsvt transitioning to sinus tachycardia @ 110 bpm. At 12:24:18, an arrhythmia was detected. ECG shows vt @ 180 bpm. At 12:24:57, the patient received the fourth appropriate treatment. Rhythm at the time of treatment was vt @ 190 bpm. Post shock rhythm was sinus bradycardia @ 40 bpm with nsvt. At 12:26:39, an arrhythmia was detected. ECG shows vt @ 200 bpm. At 12:27:09, the patient received the fifth appropriate treatment. Rhythm at the time of treatment was vt @ 190 bpm. Post shock rhythm was nsvt. At 12:27:48, an arrhythmia was detected. ECG shows nsvt. At 12:28:19, the patient received the sixth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was nsvt. At 12:29:19, an arrhythmia was detected. ECG shows nsvt. At 12:30:25, the patient received the first inappropriate treatment. Nsvt contributed to the false detection. Rhythm at the time of treatment was nsvt. Post shock rhythm was nsvt. At 12:58:33, an arrhythmia was detected. ECG shows asystole transitioning to an idioventricular rhythm @ 10 bpm. At 13:00:24, an arrhythmia was detected. ECG shows idioventricular rhythm @ 10 bpm with motion artifact. At 13:01:30, the patient received the second inappropriate treatment. Oversensing of low amplitude cardiac signal contributed to the false detection. Rhythm at the time of treatment was idioventricular rhythm @ 20 bpm. Post shock rhythm was asystole with nsvt and electrode lead fall off. The electrode belt was disconnected at 13:10:41 on (B)(6) 2023.